Manufacturer narrative:
Device not returned; no findings available; no problem detected.

Event description:
On (B)(6) 2018 a patient (pt) called to report burning and redness ou in (B)(6) 2017 while wearing the acuvue oasys brand contact lenses. The pt reported seeing several eye care provider¿s (ecp) but doesn¿t recall many details. Pt reported visiting an ecp (date of visit not provided) who advised that the lenses were worn too long. The pt was unaware of a diagnosis but was prescribed eye drops (names of eye drops and frequency prescribed were unknown). Pt reported ¿too many eye drops since (B)(6) to remember them all¿. Pt also reported going to a general doctor and was diagnosed with conjunctivitis. Pt was prescribed an oral antibiotic and advised to continue using the ¿previous prescribed eye drops¿. The pt also reported an appointment with an ophthalmologist who advised the ¿cornea was shaved off¿. The ophthalmologist prescribed eye drops and steroids for ¿months and months and months¿. Pt could not recall the diagnosis given. After the ecp visit and treatment, the pt was refit in a daily lens. On (B)(6) 2018 an email was received from the pt with copies from pts insurance claims which reference the ecp visits and medication: ecp visit on (B)(6) 2017. Tobramycin / dexamethasone on (B)(6) 2017. Medical visit on (B)(6) 2018. Methylprednisolone and amoxicillin-clavulanat on (B)(6) 2018. Ecp visits on (B)(6) 2018. Ciprofloxacin on (B)(6) 2018. Neomycin-polymixin-dex on (B)(6) 2018. Prednisolone acetate on (B)(6) 2018. Zirgan on (B)(6) 2018. Prednisolone acetate on (B)(6) 2018. Restasis on (B)(6) 2018. Erythromycin on (B)(6) 2018. Ciprofloxacin on (B)(6) 2018. Prednisolone acetate on (B)(6) 2018. Prednisolone acetate on (B)(6) 2018. On 23aug2018 calls were placed to two of the pt¿s treating ecp¿s and additional medical information was requested. On (B)(6) 2018 a call was placed to the medical clinic and additional medical information was provided: a representative reported the pt was seen on (B)(6) 2018 for eye redness and foreign body sensation; pt was diagnosed with od conjunctivitis; pt prescribed augmentin (amoxicilin) bid for 10 days and given an injection of methylprednisolone 80 mg. On (B)(6) 2018 one of the pts treating ecp called and additional medical information was provided: pt was only seen once, (B)(6) 2017 for red eye and diagnosed with giant papillary conjunctivitis (gpc) ou and inflamed conjunctiva; pt had ¿a lot of inflammation¿; pt was prescribed tobradex and scheduled for a follow-up appointment on (B)(6) 2018, but the pt did not return. No additional medical information has been received. This report is for the pts os event. The event for the pts od will be submitted in a separate report. This event is being submitted as a worst-case event due to the numerous ecp visits and medication prescribed. The lot number is unknown. The suspect product is not available for return for evaluation. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.